Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a saline syringe. The customer states that she was ready to flush her line and became immediately ill and vomited after injecting the saline flush. The customer reports she flushed the catheter and became ill, white stuff was vomited. She waited a few mins and then injected two syringes and the customer became sick again. Her son called her doctor and the doctor told her to go to the emergency room. At home, she did not have a fever, just the vomiting. When she got to the emergency room, she got the chills. The customer went to the doctor, had a fever and chills at the ER. The blood cultures were negative, but 6-10 hrs later, she tested positive for yeast. The customer is still in the hospital, and is losing the line. Antifungals were prescribed for medication. The customer reported that the pt had also been using other pre-filled syringes which included the item 8881590125, heparin syringe, lot 13e1214n.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has made multiple attempts to retrieve add'l info. If add'l pertinent info becomes available, the report will be updated.